Manufacturer narrative:
On 5-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and there was a blockage in the catheter. It was initially reported that heparinized saline fluid was used in the catheter, but there was a blockage in the catheter. All connections were checked and no problem was seen in the smartablate pump and line. The problem was solved when the catheter was replaced. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31292524l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and there was a blockage in the catheter. It was initially reported that heparinized saline fluid was used in the catheter, but there was a blockage in the catheter. All connections were checked and no problem was seen in the smartablate pump and line. The problem was solved when the catheter was replaced. The customer's reported occlusion issue is not considered to be MDR reportable since occlusion or no irrigation is highly detectable by the physician. The potential risk that this could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-sep-2024, additional information was received indicating that the suspected device with the issue was the catheter. There were no problems with the smartablate pump. It was observed that the pentaray nav was blocked while trying to high speed flush again. Additionally, the issue was noticed after the device had already been used on the patient, but there were no complications regarding the patient. As such, the event was reassessed as MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and there was a blockage in the catheter. It was initially reported that heparinized saline fluid was used in the catheter, but there was a blockage in the catheter. All connections were checked and no problem was seen in the smartablate pump and line. The problem was solved when the catheter was replaced. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).